Manufacturer narrative:
(B)(4).

Event description:
During a system implant, the physician implanted this rv lead first, then while implanting a ra lead the patient went into vf. The physician decided to discard the ra lead and implanted a single chamber pacemaker. The patient was intubated and taken to the ICU. The patient died later that day. Should additional information be received this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.